Event description:
The customer reported a colleague infusion pump which was smoking from the channel when the channel was opened to load the tubing. This condition occurred during biomedical service. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
A customer contacted baxter's technical service center reporting large air pockets found in patient line that appeared on the homechoice (hc) display during connect yourself display. The technical service representative (tsr) advised the home patient (hp) to disconnect using aseptic technique. The tsr assisted to cycle power the hc macine off / on and removed the cassette. The hp to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump which was smoking from the channel when the channel was opened to load the tubing could not be confirmed nor duplicated during product evaluation. However, the pumphead module (phm) display printed circuit board (pcb) was found to have experienced an electrical short caused by corrosion on the phm display pcb, stemming from fluid ingress. Due to a lack of customer approval for the cost of repair, no repairs were made to this pump, and it was returned un-repaired to the customer. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Event description:
Complaint alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).